Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. Unable to verify insulin pump error due to moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.